Event description:
It was reported that the patient developed line sepsis. The patient was admitted on (B)(6) 2024. Surgery and drug therapy were performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was admitted due to a corona infection, but the high inflammatory response continued after. An abscess was found around the outflow graft from the right anterior chest wound and not the driveline. The site was considered to be the source of infection. The patient had fever, high inflammatory response, and a hot spot on gallium scintigraphy. On (B)(6) 2024, the right anterior chest was incised under general anesthesia and drained. A gore-tex sheet was confirmed in the mediastinum, but further deep manipulation was deemed dangerous and vacuum-assisted closure (vac) therapy was performed after thorough cleaning. After several exchanges, the bacterial culture was confirmed to be negative and the tissue was re-sutured. Gallium scintigraphy then confirmed the same site to be negative, and the patient was discharged home.

Manufacturer narrative:
B5 narrative info, h6 codes updated, no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were provided for review. A specific cause for the low flow events, patient's infection and sepsis could not conclusively be determined through this evaluation could not be determined though this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 lvas patient handbook, rev. C are currently available. The IFU lists infection, and sepsis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. It provides information about the pump flow display and the low flow hazard alarm condition. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. It also describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU also lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The patient handbook outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 11apr2025 that the site believed the main causes of the low flow alarms were pneumonia, high fever, and dehydration due to loss of appetite. The site administered fluid replacement, and the alarms subsided as the pneumonia improved. No noticeable symptoms were observed at the time of the alarms.

Manufacturer narrative:
Section b2: outcomes corrected. Section d4: model and catalog numbers corrected. Section e1: reporter email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.